Manufacturer narrative:
There was no button response on the insulin pump due to button connector being unlocked. The displacement test was unable to be performed due to keypad anomaly. The device had minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that there was a black dot and the buttons were unresponsive. Troubleshooting for keypad anomaly was performed. Customer's mother could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.